Event description:
It was reported that the bd discardit¿ ii syringe leaked ocrevus while preparing it. The following information was provided by the initial reporter: "there was a leakage in the syringe 20ml while preparing the medicine ocrevus for a patient which caused in completely decline of medicine."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 05-oct-2022 h6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2205172. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, representative samples were returned for evaluation by our quality engineer team. Twenty representative samples were selected for analysis; however, no signs of leakage were identified in any of the representative samples tested. Additionally, twenty retained samples were obtained for investigation. The retained samples did not show any signs of leakage upon examination.

Event description:
It was reported that the bd discardit¿ ii syringe leaked ocrevus while preparing it. The following information was provided by the initial reporter: "there was a leakage in the syringe 20ml while preparing the medicine ocrevus for a patient which caused in completely decline of medicine."